Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alert. Hardware low level failure alert is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
The customer reported via phone call that insulin pump had beep anomaly. Blood glucose was unknown. Audio beep test was failed. The insulin pump will be returned for analysis.